Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. There was no harm to the patient and no intervention was required. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. It is not known if any lubricant was used to facilitate placement of the capsule. A second bravo capsule was placed the same day, without incident. No other known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.